Event description:
It was reported to rhytec, inc. That a pt experienced atrophic scarring on the left side of her face. The physician has suggested that she now undergo ER-yag lsr (sciton) treatment to even out the atrophic scarring. It is unk at this time if the pt has undergone this suggested medical intervention. The physician attributes the event to additional pulses of energy delivered in a non-uniform manner after the first pass of treatment as he was uncertain as to the completeness of coverage. The pt had skin that was thinner than the physician anticipated and had been using rotin-a more recently than she should have to meet pt criteria for treatment.

Manufacturer narrative:
This event is attributed to delayed healing because of the identified risk factors in her selection as a pt with the criteria of thinning epidermis and retin-a use, both identified risk factors in the product labeling. It is rhytec's opinion that the condition of this pt could resolve without the suggested intervention.